Event description:
During an incident on event date involving a male pt who fell 3 stories and was burned from electrical shocked by power lines and was unconscious and unresponsive, this defibrillator would not power up. A new fully charged battery was installed with no change. The mcm was removed and re-inserted with no change. The pt regained consciousness while a second defibrillator was being applied and is now okay.

Manufacturer narrative:
The returned defibrillator was verified to be unable to power on. It was noted that the unit's tamper proof seal was broken upon receipt. Inspection found that the unit's main fuse on the high voltage board was blown. The customer's returned battery charger was found to have been repaired by other than laerdal personnel, spliced and shorted at the input cable lead, causing the defibrillator's fuse to blow. Both the charger and defibrillator were repaired and returned to the customer. The hs3000 operating instructions explain what to do if the defibrillator doesn not power on. Additionally, periodic and after use checks are described that if performed, would identify a condition of no power. The cautions and warnings state: "do not disassemble the device. There are no user serviceable components in the device and dangerous high voltages and electrical currents are present. Therefore, do not attempt to perform repair, but refer any problem to laerdal medical for service." The customer was sent a letter explaining our eval.